Event description:
As reported via the patient registry and the edwards clinical specialist, one week s/p transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient experienced central aortic insufficiency (ai) from low placement of the first edwards sapien valve causing the native leaflets to overhang resulting in central aortic insufficiency (ai). According to the case summary, post deployment of the first sapien valve it was noted that the valve was placed low. The patient's hemodynamics was stable and the physicians decided not to perform an intervention. The valve appeared to be functioning properly under echo (tee). Immediately post-procedure, the patient was noted to do well and her pressure was kept artificially high and the valve was noted to be functioning properly. However, upon examination of the patient, by the valve clinic coordinator, it was noted that the patient was found to be fairly unresponsive. The patient was transferred to the operating room (or) for a valve in valve procedure. Tee showed central ai and a native leaflet overhang from a long left leaflet was observed. The second sapien valve was implanted in a 50:50 position within the first sapien valve. The native leaflet overhang was no longer present. The patient responded well to the second sapien valve and was noted with excellent hemodynamics.

Manufacturer narrative:
This patient was noted to have a severely calcified native valve with severe leaflet calcification. The patient did not have ventricular septal hypertrophy and no obliterated sov was noted. In this case, a 23 mm sapien valve was implanted in a 20 mm (via tee) annulus at the time of the first tavr procedure. The position of the first sapien valve was noted to be low post deployment. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include central leak. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. In this case, the root cause, as mentioned by the operators, was d/t low placement of the first valve within the annulus causing the native leaflets to overhang. According to a technical summary compiled by the engineering team at edwards lifesciences, an overhanging leaflet can be a consequence of low final placement of the valve. The technical summary states that, the possibility of the native leaflets hanging over and covering the out flow of the sapien valve results in reduced coaptation of the sapien leaflets. The sapien leaflets are in a normally open position and require the back flow/ pressure generated during cardiac diastole to initiate leaflet closure. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.